Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed testing. Upon evaluation, there was contamination on the belt receptacle and j1002 jumper. In addition, the q13 and q16 igbt components were shorted. The cause of the test failure is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. There is no indication that the contamination caused or contributed to the patient's death. The patient entered asystole which is considered a non-treatable rhythm. No treatment was required.

Event description:
During servicing of a patient's monitor, which was returned for investigation into a patient's death, a reportable problem was found. The monitor failed incoming testing.